Manufacturer narrative:
(B)(4). Method: the complaint neopuff was not returned to fisher & paykel healthcare (fph) for evaluatoin. Our investigation is based on a photograph provided by the customer. Results: visual inspection of the photograph of the subject neopuff revealed that the gas outlet port of the complaint neopuff unit was broken. A lot check revealed no other complaint of this nature for lot number 140708. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. It is most likely that the physical damage to the gas outlet port was caused by some sort of impact. The neopuff technical manual states the following: dropping the neopuff / prevent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken. No patient consequence was reported.